Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 instr. Defective, the device experienced hardware / software malfunction for esr. The following information was provided by the initial reporter. The customer stated: device does not recognize 5 out of 16 patient samples. Unfortunately, neither do the controls. Problems with the sensor technology our bsg device: bd sedi-40 with serial number: (B)(4) does not always recognize the sample filling correctly. Today, during a measurement of 16 samples - 5x was displayed as not fully constantly filled sample/monovette, although all monovettes were correctly filled. Can you please send us a replacement device? A replacement device is needed. Thank you.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2022-01-21. Investigation summary instrument sedi 40 00142 was returned to the manufacturer for service with respect to the reported defect ¿ not recognizing samples. The instrument was cleaned and evaluated by visual examination and functional testing and no issues were detected. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd sedi-40 instr. Defective, the device experienced hardware / software malfunction for esr. The following information was provided by the initial reporter. The customer stated: device does not recognize 5 out of 16 patient samples. Unfortunately, neither do the controls. Problems with the sensor technology our bsg device: bd sedi-40 with serial number: 00142 does not always recognize the sample filling correctly. Today, during a measurement of 16 samples - 5x was displayed as not fully constantly filled sample/monovette, although all monovettes were correctly filled. Can you please send us a replacement device? A replacement device is needed. Thank you.